Event description:
In preparing for arteriotomy closure with a prostar 9 fr pvs device, the cardiologist noted enlargement of the arteriotomy following insertion of the predilator. An 11 fr sheath was placed, but hemostasis was not achieved. The pt was sent to surgery for vascular repair. The surgeon noted dissection along the length of the common femoral artery. Repair was achieved with a gortex patch. The cardiologist attributed the dissection to his excessive force on the predilator. He reported there was no apparent defect in the predilator itself.